Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011. Patient experienced pocket discomfort due to size/shape of device. The physician was dr. (B)(6) at (B)(6) hospital (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).